Event description:
Adverse event(s): "case was delayed for 10 minutes" (surgical procedure, delayed). Product problem(s): "footswitch did not respond" (device inoperable). The nurse reported the footswitch stopped during the case. The footswitch did not respond. No system messages displayed. The footswitch started working after a few minutes. The case was delayed for 10 minutes as a result of the footswitch issues. Multiple attempts were made for more information on the event reported with no response to date. No patient injury was reported.

Manufacturer narrative:
The facility did not request service for the system. The customer has ordered a footswitch and will send in the replaced footswitch for in-house evaluation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B) (4). (B) (4). (B) (4).